Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("several losses (bleedings)") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she did not take concomitant drugs and also does not have concomitant diseases. In 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual bleedings for 15 days") and swelling ("swelling as if she was pregnant"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and inflammation ("abdominal inflammation"). The patient was treated with surgery (fallopian tubes were removed in (B)(6) 2017). Essure was removed. At the time of the report, the pelvic pain, inflammation and swelling had resolved and the genital haemorrhage and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia, pelvic pain and swelling with essure. The reporter considered genital haemorrhage and inflammation to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term in this particular case a search in the database was performed on 05-jun-2017 for the following meddra preferred term: pelvic pain - the analysis in the global safety database revealed 2909 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 31-may-2017: new events added: severe pain, menstrual bleedings for 15 days and swelling as if she was pregnant. Event outcome. Device start date and onset date of the events. Case classified as incident due to intervention required company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pelvic pain"), genital haemorrhage ("several losses (bleedings)") and blindness ("vision loss") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she did not take concomitant drugs and also does not have concomitant diseases. In 2015, the patient had essure inserted. In 2016, 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual bleedings for 15 days") and swelling ("swelling as if she was pregnant"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), inflammation ("abdominal inflammation"), metrorrhagia ("metrorrhagia"), abdominal pain ("abdominal pain"), headache ("headache"), blindness (seriousness criterion medically significant), tooth disorder ("dental problems"), fatigue ("tiredness") and adverse event ("aesthetics damages (unspecified)"). The patient was treated with surgery (essure removed with bilateral salpingectomy on (B)(6) 2017). Essure was removed. At the time of the report, the pelvic pain, inflammation and swelling had resolved and the genital haemorrhage, menorrhagia, metrorrhagia, abdominal pain, headache, blindness, tooth disorder, fatigue and adverse event outcome was unknown. The reporter provided no causality assessment for menorrhagia, pelvic pain and swelling with essure. The reporter considered abdominal pain, adverse event, blindness, fatigue, genital haemorrhage, headache, inflammation, metrorrhagia and tooth disorder to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term in this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain - the analysis in the global safety database revealed 11461 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 30-may-2018: new events added. Reporter and patient information updated. Removal surgery added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / pelvic pain') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she did not take concomitant drugs and also does not have concomitant diseases. In 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("menstrual bleedings for 15 days") and generalised oedema ("swelling as if she was pregnant"), 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("several losses (bleedings)"), intermenstrual bleeding ("metrorrhagia"), headache ("headache"), inflammation ("abdominal inflammation"), blindness ("vision loss"), tooth disorder ("dental problems") and fatigue ("tiredness"). The patient was treated with surgery (essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, inflammation and generalised oedema had resolved and the abdominal pain, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, headache, blindness, tooth disorder and fatigue outcome was unknown. The reporter provided no causality assessment for generalised oedema with essure. The reporter considered abdominal pain, blindness, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, inflammation, intermenstrual bleeding, pelvic pain and tooth disorder to be related to essure. The reporter commented: esthetics damages (unspecified) was also mentioned. Most recent follow-up information incorporated above includes: on 21-mar-2022: imdrf-FDA synchronization. Follow-up received, no new relevant information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / pelvic pain') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she did not take concomitant drugs and also does not have concomitant diseases. In 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("menstrual bleedings for 15 days") and generalised oedema ("swelling as if she was pregnant"), 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("several losses (bleedings)"), intermenstrual bleeding ("metrorrhagia"), headache ("headache"), inflammation ("abdominal inflammation"), blindness ("vision loss"), tooth disorder ("dental problems") and fatigue ("tiredness"). The patient was treated with surgery (essure removal, bilateral salpingectomy). Essure was removed on 8-may-2017. At the time of the report, the pelvic pain, inflammation and generalised oedema had resolved and the abdominal pain, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, headache, blindness, tooth disorder and fatigue outcome was unknown. The reporter provided no causality assessment for generalised oedema with essure. The reporter considered abdominal pain, blindness, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, inflammation, intermenstrual bleeding, pelvic pain and tooth disorder to be related to essure. The reporter commented: esthetics damages (unspecified) was also mentioned. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.